Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase.

Event description:
It was reported the insulin pump alarmed motor error occurred during MRI. The device was not dropped or bumped. Customer does not use sensor. Unable to rewind the device. Customer's blood glucose was 10.6mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.